Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance out of range on the rv coil. The lead remains in use. No patient complications have been reported as a result of this event.